Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose level was 600 mg/dl at the time of the incident. The customer stated that the guardian sensor was charging red blinking and flashing red. The customer stated that they were changing batteries several times. The auto mode feature was not active and was not automatically adjusting insulin at time of high blood glucose event. The device will not be returned for analysis.